Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that there are cracks on reservoir compartment and battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with pump. The customer was explained the 2 high blood glucose rule.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement test, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window, a cracked case at the reservoir tube window corner, and a cracked case.